Event description:
Dr. (B)(6) had a case where we are questioning whether the array had been bumped post-trialing but before we looked at final implants. At the trialing stage the varus was reduced but at the point of final implants placed the varus showed nearly 10 degrees throughout. Dr. (B)(6) had taken the checkpoints out at the trial stage so there was not a way for us to verify if the array had been compromised. Dr. (B)(6) reached out asking if it's possible to find out if it was the array that was the cause for the discrepancy after trialing numbers had been good. Case type: tka what is the estimated discrepancy mentioned in the complaint? Tha (degrees). As per the mps: yes, it was a total knee procedure where the trialing varus showed it was corrected... The final varus then showed 10 degrees leading us to believe the array had been compromised after trialing.

Manufacturer narrative:
Reported event: an event regarding mismatch between trialing and final implant limb alignment a total knee procedure involving 3.0 rio robotic arm - mics, catalog: 209999 was reported. Method & results: -device history review: a review of the DHR associated with rio 492 found quality inspection procedures successfully passed. -complaint history: based on the device identification (pn 209999) the complaint databases were reviewed from 2011 to present for similar reported events regarding mismatch between trialing and final implant limb alignment. There were no other similar reported events for the listed catalog number. -conclusion: product inspection could not be completed because log files and session files were not provided after three communications to the mps. Device not returned.

Manufacturer narrative:
As part of the normal complaint follow-up, an evaluation of the event has been initiated by mako surgical. A supplemental report will be submitted when additional information becomes available.

Event description:
Dr. (B)(6) had a case where we are questioning whether the array had been bumped post-trialing but before we looked at final implants. At the trialing stage the varus was reduced but at the point of final implants placed the varus showed nearly 10 degrees throughout. Dr. (B)(6) had taken the checkpoints out at the trial stage so there was not a way for us to verify if the array had been compromised. Dr. (B)(6) reached out asking if it's possible to find out if it was the array that was the cause for the discrepancy after trialing numbers had been good. Case type: tka. What is the estimated discrepancy mentioned in the complaint? Tha (degrees). As per the mps: yes, it was a total knee procedure where the trialing varus showed it was corrected... The final varus then showed 10 degrees leading us to believe the array had been compromised after trialing.